Manufacturer narrative:
H11. Corrected data: updated b5.

Event description:
It was reported that a patient with a 21mm valve implanted for three years, eight months had severe aortic valve stenosis, moderate intravalvular aortic insufficiency, thickened leaflets, limited opening of the valve. Redo avr planned in two weeks after medical optimization. Per received records, the patient presented with symptoms of flash pulmonary edema due to severe bioprosthetic av stenosis and acute chf. Echo showed marked thickening of the bio-prosthetic leaflets without evidence of mobile thrombus and the patient was prophylactically treated. The patient's hypoxia worsened requiring bipap. Despite medical treatment, there was worsening hypoxic respiratory failure. On hospital day #4, the decision was made for intubation and during the procedure the patient went into cardiac arrest and expired.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm 3000 valve implanted for three years, eight months had severe aortic valve stenosis, moderate intravalvular aortic insufficiency, thickened leaflets, limited opening of the valve, and concern of thrombosis. Redo avr planned in two weeks after medical optimization. Per received records, the patient presented with symptoms of flash pulmonary edema due to severe bioprosthetic av stenosis and acute chf. The patient's hypoxia worsened requiring bipap. Despite medical treatment, there was worsening hypoxic respiratory failure. On hospital day #4, the decision was made for intubation and during the procedure the patient went into cardiac arrest and expired.